Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Bone fracture during tka surgery.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or review of device history records was not possible as the necessary product/lot code information was not provided. A search against the provided product code has not identified any trend of this issue. Additional event information and investigational inputs were requested but not provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy product development has been made aware of the issue and is monitoring. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.